Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient had weakness and went to the emergency room. A remote transmission was reviewed by qualified personnel and the egm¿s (electrograms) showed intermittent ventricular oversensing and ventricular undersensing on the right ventricular (rv) lead. It was also observed that there were two ventricular tachycardia (vt) episodes accelerated to ventricular fibrillation (vf). It was noted that all events were treated. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that twenty-four days later the patient had syncope/near syncope and went to the emergency room. A remote tr ansmission showed there was one vf (ventricular fibrillation) episode where there was rv oversensing by the right ventricular (rv) lead during the recorded episode and there was rv oversensing noted onvt-ns (ventricular tachycardia ¿ nonsustained episode. Also, the r-waves were below range. The physician planned to consult with the ep (electrophysiologist) and admit the patient to the hospital. The rv lead remains in use. No further patient complications have been reported as a result of this event.